Event description:
Initial report: this non-serious unsolicited report was rec'd from a cosmetic nurse to a sales rep via our local affiliate (B)(4) on 04/04/2011. Upon medical review, the event of infection has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt in her late (B)(6), who three weeks prior to reporting, had treatment with poly-l-lactic acid (sculptra). Two vials were administered, one vial to each side of the face. Poly-l-lactic acid was reconstituted with 7 ml of sterile water and 2 ml of a local was injected. One of the vials used had come already reconstituted from a different clinic. No batch numbers were provided at the time of this report. In (B)(6) 2011, one side of this pt's face became puffy, bumpy, and was oozing. An infection was suspected and the pt was treated with ciproxin (ciprofloxacin hydrochloride) for ten days. At the time of this report, the pt had significantly improved. Other suspect drugs/devices - none. Significant/relevant medical history - not reported. Relevant concomitant medication includes local anaesthetics nos. Action taken: unk. Corrective treatment - ciprofloxacin hydrochloride. Outcome - recovering/resolving.